Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). At 8:16 am, the result from the meter was 4.6 inr. The customer stated he went to emergency room at noon due to chest pain. He could not provide the specific laboratory result but stated the result was "in the 3's". There was no allegation of an adverse event. The customer did not receive any kind of medical treatment. He had tests done and everything came back negative. He followed up with his primary care provider afterward and stated he thought the chest pain was related to a strained chest muscle. The customer had no hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no lupus, no apas, no dose changes, no diet changes, no medications, no new illnesses, and no bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.